Event description:
During non anatomical liver resection, the ptfe pad of the subject device became worn and started to peel off at the tip. There was no fragment of the pad in patient. A short circuit error message kept appearing so the device was replaced with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.